Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-15852. It was reported that patient had fallen several times in the past months. X-rays confirmed lead migration and surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored - targeted pain pattern back and both legs.